Event description:
It was reported that during the cleaning process at the user facility, the saw began leaking an unk substance from the front-end of the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the MFR, however, the leaking complaint could not be confirmed. The device displayed no evidence to support the allegation of leaking. Upon add'l f/u, the user facility indicated that they recently started using a new cleaner, which may have contributed to the reported observation. Preventative maintenance was performed and the drill will be returned to the user facility.